Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient's device was removed due to fluid accumulation at the device site. Swelling was reported for the last six months prior to report, and the device was explanted.